Event description:
It was reported that the intraocular lens was removed intraoperatively due to capsule bag tear. The surgeon saw the posterior bag tear after lens insertion. The surgeon indicated that the tear was due to a very difficult cataract removal and it was not caused by the lens. Another lens was implanted and pt's ucdva was 20/25 as of (B)(6) 2013. This report pertains to the pt's left eye. Please reference MDR# 1119279-2013-00296 for the introacular lens used during the event.

Manufacturer narrative:
The delivery device was discarded by the user facility. Therefore, a product eval can not be conducted. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.